Event description:
Healthcare professional (hcp) reports 1 pt reaction with the psn (polysynthane) membrane. The incident occurred during the pt's first exposure to the psn membrane. The pt experienced shortness of breath and back pain during the first 30 minutes of the dialysis treatment, but did not notify the hcp until 30 minutes into treatment. The dialysis treatment was stopped at that time and no blood was returned. Estimated blood loss 250cc. The hcp reports the symptoms improved immediately. The treatment was resumed with an alternate membrane and the hcp reports no add'l issues. No medical intervention reported.